Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The pump was received with a cracked reservoir tube lip, cracked battery tub threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had several compromised force sensor system alarms on the insulin pump. Customer's blood glucose was 118 mg/dl. The pump displays the alarm every time a prime is performed. Customer stated that there is no way to finish the prime procedure. The pump piston continues to move forward after it makes contact with the reservoir and insulin squirts out. Customer was advised that the pump needs to be replaced.